Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measures from 0.119¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis. Fa found the monopolar curved scissors instrument to have a broken main tube approximately at the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.047¿ to 0.075" in length and are not axially aligned with the tube axis.

Event description:
It was reported that the monopolar curved scissors (mcs) instrument had a bent tip and was unable to be removed from the trocar. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information: the instrument was removed with the trocar with no increase in the incision. It is not believed that the instrument had any collisions.